Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the clinic with a heart rate of 28 beats per minute. The device was unable to be interrogated and multiple troubleshooting techniques were attempted. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to have no telemetry. The device case was opened and an external power supply was connected. A memory dump was then able to be completed. Evaluation of device data found three separate spikes of high power consumption. Testing of electrical measurements were performed which verified no high current conditions were present in the laboratory. The cause of battery depletion could not be determined as the device operated normally during the analysis.